Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. The patient's pacemaker displayed a backup mode notification possibly due to MRI exposure. It was alleged that the backup mode caused premature battery discharge. Therefore, the physician elected to explant and replace the device. The patient was in stable condition.